Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and defib output testing using a fluke 7000 analyzer and test batteries and pads without duplicating the report. Revew of the device history and clinical data found no evidence of the report. The main board was replaced as a precaution. The device was recertified and returned to the customer. The batteries and pads used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.